Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to dka, dehydration, and diarrhea and blood glucose level was 619 mg/dl at the time of incident. Customer was still admitted to hospital. Nurse reported tubing was kinked. The customer was wearing the insulin pump during the hospitalization. Advised to customer to confirm accuracy of bolus wizard settings. Inquired if customer recalls receiving any alarms since high blood glucose began found low reservoir. The insulin pump will not be returned for analysis. Caller reported that the patient will not use pump at nursing home.